Event description:
The account alleged the foot end brakes would not hold when the brakes were engaged. No injury reported.

Manufacturer narrative:
The account replaced the hex rod in the foot end of the stretcher to resolve the issue.